Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter= 2.5 inr. Reference= 12 inr. Mean= 7.70. Confidence limits= unable to determine. Date: (B) (6) 2010. Inratio meter= 3.2 inr. Reference= 16.9. Mean=10.05, confidence limits= unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Patient's hct level was 24.9% and could affect inratio test result. It is recommended inratio meter used only with patient's hematocrit ranges between 30-55% in product user guide. Replication testing with returned meter and therapeutic sample did not reproduce complaint. Meter functional test was performed and meter deficiency was not established. As of (B) (6) 2010, 1 discrepant result complaint was reported for lot #222164 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time.